Event description:
The customer reported erroneous troponin I (access accutni) results, within the risk stratification, for two patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. Both patients' samples were reanalyzed on an alternate access 2 system and recovered lower results, within the normal reference range. One patient's result was released out of the laboratory and an amended report was issued to the physician. There was no report of patient injury or change in patient treatment associated with this event. The patient samples were collected in 13x75 mm becton dickinson (bd) lithium heparin tubes without gel and centrifuged at 3,600 rpm (rotations per minute) for ten minutes. No sample abnormalities were observed. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument

Manufacturer narrative:
The field service engineer (fse) observed the wash pump was aspirating air. The fse replaced the rotor, stator, and cap on the wash pump valve to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as the wash pump was aspirating air which allowed for inefficient washing. Beckman coulter continues to track and trend any incident related to this issue.